Manufacturer narrative:
Product not returned.

Event description:
It was reported that brown water leaked from the battery box of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Another product was used to conduct the procedure.

Event description:
It was reported that brown water leaked from the battery box of the device. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. Another product was used to conduct the procedure.